Event description:
This is the first of three reports for the same patient at the same office. The dentist called because his patient is to have testing at her dermatologist's office. He said that for over 3 years, she has had recurrent lesions on her neck and mouth sores. He said she has seen multiple doctors, had testing for cancer and over 50 patch tests on potential allergens. He said that so far she has not been positive for any of these tests. He said they now want to test the dental materials used as it is about all that is left as a possibility. He said that she had three restorative appointments with her. He said that in (B)(6) 2007, he place venus a1 in teeth #9, 18, and 30. He said that in (B)(6) 2008 he placed venus shade a1 in teeth # 23, 24, 25, 26, and 30. He said thus far the patient has used prednisone and an ointment to treat the lesions. Sent ingredient list and will send samples upon requested. Reference MFR report number: 9610902-2013-001002.